Event description:
It was reported that during service evaluation, it was detected that the renasys go cannot keep pressure and bottom case was found cracked. No patient involved.

Manufacturer narrative:
The device intended for use in treatment has been returned and evaluated, with a relationship established between the reported event. A visual inspection was performed and showed the bottom case is cracked. Functional inspection was performed and showed cannot keep pressure. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Root cause is a component failure and contact with another source. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.